Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose. The customer¿s blood glucose was 33 mmol/l. The customer was treated with the insulin pump. Customer stated that the infusion set was leak at insertion site. The troubleshooting was not mentioned for high blood glucose. The insulin pump will not be returned for analysis.